Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results generated on 2 patient samples when using the cobas® sars-cov-2 & influenza a/b assay test for use on the cobas® liat® system. On (B)(6) 2021, initial sample 1 generated a positive result for sars-cov-2 upon a repeat test on the sample sample of the competitor system (genexpert cepheid) the result was negative. Furthermore, 2 days later a new collected sample was tested on the cobas® liat® system to rule out any signs of an infection. The result was negative on (B)(6) 2021, initial sample 2 generated a positive result for sars-cov-2. Upon a repeat test of the same sample on the competitor system (genexpert cepheid) the result was negative. Consequently, the patient was transferred to the covid-19 ward for a few hours then discharged a few hours afterwards, once the re-test was confirmed to be negative. No harm is alleged on the two patients. Both the initial and the repeat test results were released. Per the FDA guidance 2 mdrs will be filed. An investigation is currently ongoing. Two (2) mdrs will be filed as per FDA guidance.

Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. (B)(4).